Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an episode of af (atrial fibrillation) with rapid response was detected and treated, but all wavelet scores were a non-match. The device was reprogrammed, proper match scores were obtained, and the device remains in use. No patient complications have been reported as a result of this event.